Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event and therapy dates are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-14426. 3006705815-2019-05135. 3006705815-2019-05136. 1627487-2020-00887. It was reported that the patient developed an infection at the ipg, lead, and anchor sites. As a result, surgical intervention occurred to explant the patient's system. After the explant, the patient had the wound vacuumed, and the infection cleared. During processing of this complaint, attempts were made to obtain explant date, but it could not be obtained.